Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.